Event description:
It was reported to boston scientific corporation that a navigator access sheath was used during a procedure performed on (B)(6) 2014. According to the complainant, during preparation, upon flushing with saline, the hydrophilic coating of the navigator access sheath peeled off. The procedure was completed with this device. There were no patient complications as a result of this event and the condition of the patient was reported to be good at the conclusion of the procedure. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.